Event description:
The customer contact reported that the device door roller was broken. The device was returned to the biomedical dept for a report of a broken door wheel. No tracking information was provided; therefore, specific patient information, device programming or event details were not available. There were no reported adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller was broken. The device has been identified as part of a product recall. This report is being made as part of a retrospective review. This report represents all the information known by the reporter upon query by hospira personnel.